Event description:
It was reported that the patient experienced chest discomfort. And pericardial effusion retention was found by heart echocardiogram check. The patient was diagnosed with cardiac tamponade and drainage was conducted by pericardiocentesis. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID: 5086mri58 implantable pacing lead, implanted: (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.